Manufacturer narrative:
Jan 25, 2016 03:14 pm (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that the vasoview hemopro 2 device had broken wires at the jaw. The hospital did not report any patient effects. (B)(4).

Manufacturer narrative:
On (B)(6) 2016 01:05 pm (gmt-4:00) added by (B)(6) ((B)(4)): a lot history record review was completed for lots 25120319, 25120447 and 25120655. The last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that the vasoview hemopro 2 device had broken wires at the jaw. The hospital did not report any patient effects. (B)(4).